Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. E1 additional phone no: (B)(6).

Event description:
The reported event/complaint involved a 8" add-on set, bag spike w/clave® additive port, chemolock¿ port, dry spike adapter. The bag spikes were reportedly leaking during use. The event occurred between (B)(6) 2025 after being spiked with administration tubing, during infusion. The medication infusing at the time of event was methotrexate. The chemo came in contact with the patient or the healthcare provider. The chemo spill was cleaned up per facility protocol and spill kit was used. There was no adverse event; however there was an unspecified delay in therapy.